Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 8 mmol/l. The customer's mother reported that the buttons were not responding and also had pump error. It was reported that hey had blank display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures was noted following a self test failure and also confirmed in the downloaded history log. Failure is due to broken trace at pin 1 of ambient light sensor. A critical pump error occurred during testing due to moisture damage to the electronic assembly. Keypad unresponsive or button error alarm, blank display and unexpected pump error not confirmed during testing. Insulin pump failed the self test and passed the displacement test, the sleep current measurement and the active current measurement.